Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. Patient was treated with vitamin k following the meter result. No adverse event reported. Requested return of suspect system, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.